Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that while trying to calibrate after getting back from the gym, customer was not able to calibrate due to button error alarm. Customer's blood glucose was 132 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.